Manufacturer narrative:
Device evaluation: 1 x zso-7-10 device of lot number c1814010 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a document review: prior to distribution zso-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-10 of lot number c1814010 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has or has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1814010. It should be noted that the instructions for use (ifu0045-7) states the following: care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent. Select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. A definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-10 in the cbd. The nurse straightened the pigtail of the zso using a straightener to pass the wire through the zso-7-10. However, the wire guide (visi2 0.025" straight type) did not pass into the zso. When they checked the stent, the pigtail section of zso was bent. So they used the new zso-7-10. For inserting the new zso-7-10, they did not replace the wire guide. Note: incorrect size wire guide 0.025 in used. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Prior to patient contact (it was included in a report submitted). What was the target location for the stent?cbd (it was included in a report submitted). Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It is stored in the drawer of the medical cart. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* visi2 0,025" straight (it was included in a report submitted). Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes no problem. Was the device at the centre of the complaint inspected for damage prior to use? Yes, it was no problem. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes please indicate the type of procedure performed. Est. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? The new zso-7-10 was used. (It was included in a report submitted). Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, the additional intervention was not performed. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed.